Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A mitraclip xtw was chosen for implantation. During deployment when pulling the lock line, the lock line became stuck at approximately 20cm. When untangling the lock line, no knots were visible. The clip was able to be unlocked and removed normally. A replacement xtw (lot: 40510r1089) was implanted successfully, reducing mr to trace. There were no patient consequences or clinically significant delay.